Event description:
On (B)(6) 2007, pt had a lap band placement, laparoscopic restrictive removal of lap band laparoscopic. On (B)(6) 2012, lap band was replaced due to leaking. Lap band removed and tubing attached to lap band brittle and cracking while tubing attached to port was not. It appeared that the failure of this lap band might be related to an atypical material failure.